Event description:
The customer reported a leak from the probe of a coulter act diff 2 analyzer that occurred while the instrument was running controls. In addition, the customer stated hemoglobin (hgb) failed during startup. The volume of the leak was aproximately 2 drops and was not contained within the instrument. The instrument operator was wearing a lab coat and gloves at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event. Beckman coulter (bec) customer technical support (cts) troubleshooted the instrument with the customer via telephone. The instrument recovered fatal error 6 and vacuum error messages. Service was dispatched to further evaluate the instrument.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed the probe leak and the hgb issue during startup. To resolve the leak, the fse replaced the probe wipe assembly. The fse also replaced several other parts to resolve the hgb startup issue and vacuum errors. (B)(4).